Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unexpected restart error alarms and other pump error alarm. Blood glucose was 147 mg/dl. Troubleshooting was performed. Customer reported they were able to clear the alarm and self test passed. Customer reported that alarm occurred shortly after inserting a new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 and a17 alarm noted during test. (B)(4).